Event description:
This was a diagnostic case. The patient was not anticoagulated. Due to the patient's morbid obesity, the physician kept the patient prone for 4 hours post procedure before discharge. The following day the patient reported that her leg was sore and the day after she complained of pain on the bottom of her right foot. On (B)(6) 2013, the patient contacted the physician's office again and was instructed to go to the emergency room. The leg was noted to be cool with decreased sensation. An ultrasound revealed a focal thrombus near the groin site and angiojet was performed to remove the thrombus. The patient recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not provided. The axera 2 access system instructions for use (IFU), was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available information, is unknown as it cannot be definitively determined.